Event description:
It was reported that the patient originally presented difficulty with speech discrimination and poor auditory perception in (B)(6) 2009. Testing at that time revealed a significant increase in ground path impedance. The patient was reprogrammed and monitored. The patient's complaints appeared to be resolved. Approximately one month ago the patient began complaining of difficulty with speech comprehension and poor sound quality. Testing revealed further increase in gpi and changes for electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(6).